Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems:- bladder problems"), menorrhagia ("menorrhagia/heavy bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and bladder disorder had resolved and the menorrhagia, dyspareunia and menstruation irregular outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: she received treatment for bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received: newly added events- menorrhagia, irregular periods . Reporter was added.seriousness criteria (medically significant) of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and bladder disorder ("bladder/urinary problems: bladder problems"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and bladder disorder had resolved. The reporter considered abdominal pain, bladder disorder, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she received treatment for bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: chronic, pelvic/abdominal, bladder/urinary problems: bladder problems, bleeding. Outcome of events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.